Event description:
The pt has two leads (from the same lot). It was reported one of the pt's leads had migrated. On (B)(6) 2012, the pt underwent surgical intervention. While the doctor repositioned the lead, the pt experienced a minor wet tap. On (B)(6) 2012, the pt met with her doctor complaining of a severe headache. As a result, the doctor performed a blood patch. The headache has mostly subsided. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.